Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining function. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver sounded different while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver without adverse patient impact.

Manufacturer narrative:
The customer-reported noise was confirmed and reproduced during investigation testing. During functional testing, the driver operated as intended and passed all portions of the post burn-in testing. Despite passing functional testing, excessive noise was heard while the driver was operating, coming from the left compressor. Further visual inspection did not determine the cause of the excess compressor noise, but the compressor was determined to be the source of the noise as reported by the customer. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).